Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 2 of 28 mdrs filed for the same patient (reference 1825034-2013-04973/04976 and 04978/04985 and 04987/05002).

Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2005 due to infection. All components were removed and replaced with cement spacer molds. The patient underwent reimplantation of the right hip on (B)(6) 2005. Surgeon implanted a freedom constrained system, a custom acetabular component, and several cable systems around the femur. Additionally, the patient underwent a revision on (B)(6) 2007 due to dislocation. The freedom constrained head and femoral component and cables were removed and replaced. Surgeon also removed and replaced the polyethylene liner with competitor product. The patient was revised on (B)(6) 2008 due to dislocation. The modular head and the femoral component and cable system were removed and replaced. The acetabular component and polyethylene liner were removed and replaced with competitor product. Finally, the patient underwent a revision on (B)(6) 2010 due to infection. All components were removed and replaced with cement spacer molds. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2005 due to infection. All components were removed and replaced with cement spacer molds. The patient underwent reimplantation of the right hip on (B)(6) 2005. Surgeon implanted a freedom constrained system, a custom acetabular component, and several cable systems around the femur. Additionally, the patient underwent a revision on (B)(6) 2007 due to dislocation. The freedom constrained head and femoral component and cables were removed and replaced. Surgeon also removed and replaced the polyethylene liner with competitor product. The patient was revised on (B)(6) 2008 due to dislocation. The modular head and the femoral component and cable system were removed and replaced. The acetabular component and polyethylene liner were removed and replaced with competitor product. Finally, the patient underwent a revision on (B)(6) 2010 due to infection. All components were removed and replaced with cement spacer molds. No further information has been provided. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2007 due to a dislocation that occurred 7 months prior to the revision procedure. Operative report further noted large hematoma; constrained liner disassociated from cup; unable to reduce hip after replacing liner and modular head so the surgeon decided to remove and replace the femoral component during the revision procedure. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2008 due to a dislocation that occurred several months prior to the revision procedure. Operative report further noted the hip was found to be dislocated posteriorly and unable to reduce after debridement during the revision procedure. A competitor liner was removed and replaced but unable to reduce again. It was decided to remove and replace the femoral component.